Event description:
It was reported that during an unknown procedure, the device fired ok on the 1st firing. On the 2nd firing, the device was closed halfway and then tried to reposition on the tissue. The device would not open after multiple attempts of trying with the release button. A grasper was used to pull the tissue out of the jaws of the device and the device did not open. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.